Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.the distal low voltage electrode of the lead was covered in body ti ssue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, intermittent loss of capture, varying thresholds, rising thresholds, high thresholds and falling rv impedance. It was reported that the lead dislodged and pulled back during revision. The lead was revised and subsequently explanted and replaced. No patient complications have been reported as a result of this event.